Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient was diagnosed a staph infection at the insertion site (not around the outer tissue) after wearing the pod on his arm for between 24 and 36 hours. He was given antibiotics (cephalexin, 500 mg) to take 3 times a day (every 6 to 8 hours) for 30 days. The site had a big red bump and there was yellow drainage. It was also puffy and warm to the touch. The patient's blood glucose reached up to 500 mg/dl.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification. An alarm code was generated indicating that the pod had reached the pump expiration, a safety feature not considered a malfunction